Event description:
Citation: chandra rv., leslie-mazwi tm. Orbach db, et al. Transarterial embolization of mandibular arteriovenous malformations using onyx. J oral maxillofac surg 72:1504-1510, 2014. Medtronic (covidien) received information during literature review that 17 yr old male patient underwent three embolization procedure. Intraprocedural bleeding occurred during the final embolization procedure. This was associated with a loose molar tooth immediately adjacent to the venous component of the lesion within the mandible. It might have resulted from an alteration in local venous pressure as the lesion was progressively treated. The bleeding was managed with direct pressure and then transfer to the operating room for molar extraction and surgical packing of the defect. The patient had no clinical sequelae.

Manufacturer narrative:
(B)(6). The onyx will not be returned for evaluation as it was consumed in the event. Base on the reported information there was not any issue during onyx used. Event is reported as procedure related. The lot history record review was not possible since the lot number was not reported. Off label use: the current indication for onyx is presurgical embolization of brain arteriovenous malformations (bavms). (B)(4).